Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported when the patient presented in clinic for cybersecurity update, it was noted that the session ended immediately after the upgrade was completed without a pop up screen saying upgrade complete. The cybersecurity update was successfully updated. There were no issues for the patient related to this event.